Event description:
It was reported that patient¿s atrial lead exhibited noise over sensing resulting in inappropriate mode switch and pacing inhibition. No intervention or procedure was reported. The patient had no consequences.